Event description:
Philips received a complaint by the customer on the v60 indicating that there was battery failure. It is currently if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that there was battery failure. The v60 was sent to bench repair. Bench repair is currently pending.

Manufacturer narrative:
It was reported that there was battery failure. The v60 was sent to bench repair. Bench repair replaced the battery to resolve the reported issue. Bench repair replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.